Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and there was blood on the distal conductor of the lead and it was obstructed. There was blood on the proximal conductor and the inner and the outer insulation of the lead were extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the stylet would not go down the lead due to blood in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).